Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va04rp2, implanted: (B)(6) 2013, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial#(B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3387s-40, lot# va04rp2, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was later reported the patient had trouble with her neck and that the patient had a computerized axial tomography (cat) scan done two days prior to the date of this report. The healthcare professional stated the patient had degenerative disks in her neck and had recommended shots for pain before surgery; surgery was scheduled for 3 months out following the date of this report if the shots did not work. The patient had parkinson's disease for 5 years. Also, botox shots mentioned were in the patient's eyes.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient was still having concerns regarding their device or therapy, but they were working with their healthcare professional (hcp) or a manufacturing representative. The patient had an appointment on 2015 (B)(6). In (B)(6) 2013, the patient fell and broke their left arm in four places from their shoulder to their elbow. Since then the patient's neck on their left side hurts all of the time. On 2015 (B)(6), the patient met with their hcp and the hcp told them that all of the muscles in their neck were stiff. The hcp recommended the patient get a shot in their neck for pain and a CT scan. At the patient's last appointment with their hcp on 2015 (B)(6), there were no complaints of head pain. The hcp planned to follow up with the patient.

Event description:
It was reported the patient fell and broke their arm in four places in (B)(6) 2014. Since the fall, the patient had developed pain where the leads go into their head, severe muscle cramping in their neck, and they could not sleep. The patient stated they knew something was wrong. The patient¿s healthcare professional (hcp) told them that this was not related to their deep brain stimulation and they needed to learn to live with the pain. The patient¿s pain was getting worse every day and they felt it 75 percent of the time. Botox injections had not been helping at all and the patient had to move because they could no longer live alone. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.